Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and observed that the device powers off intermittently and the therapy connector pin was broken/bent. After replacing the therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer had sent in their device for preventative maintenance. Upon inspection, a third party service agent observed that the device powers off intermittently and the therapy connector pin was broken/bent. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product assessment center (pac) further evaluated the removed part and the cause of the reported issue was due to worn out inserts on the therapy connector.

Event description:
A customer had sent in their device for preventative maintenance. Upon inspection, a third party service agent observed that the device powers off intermittently and the therapy connector pin was broken/bent. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.